Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
The clinician reported that on the day the dental implant was placed, in ada site #3 of the patient's mouth, a failure occured upon insertion. Patient presented with inadequate bone quality and mobility was reported. A complication in site prep was reported and the remaining bone fractured upon insertion. The device will be forwarded to the manufacturer for investigation. No further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, in ada site #3 of the patient's mouth, a failure occured upon insertion. Patient presented with inadequate bone quality and mobility was reported. A complication in site prep was reported and the remaining bone fractured upon insertion. The device will be forwarded to the manufacturer for investigation. No further complications were observed.